Event description:
The initial reporter stated that in operating room 1 ceiling cover for equipment boom fell off. Top arm appears to be scraping against it. The account requested to have a tech scheduled to re-attach ceiling cover and investigate arm scraping. Found the issue while prepping, no patients were present.

Manufacturer narrative:
There was no patient involvement, thus no patient data exists. There is no expiration date for this device. Device was evaluated in the field on february 22, 2010. Evaluation summary: the nursing staff was moving the boom into a position for surgery and the top arm came into contact with the ceiling cover and then the ceiling cover fell. This issue occurred during room prep and the ceiling cover did not hit anyone but startled everyone. This device was evaluated in its operational environments. From the evaluation, it appears that an incorrect installation lead to the ceiling cover being installed too low. The suspension rods were hanging too low which caused the ceiling cover to not be properly installed at the proper height. This was the triggering event for the ceiling cover falling. Although a serious/severe situation did not occur for this instance, there was a potential for it to happen since a falling object in the sterile field could have potentially caused a serious health event. This is not a single use device.